Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that point of care unit (pcu) front case with keypad needed to be replaced due to error code 1106021. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device inspection: external and internal inspection was performed on (qty 1 p/n tc10012515). During external inspection, the returned keypad was observed with signs of fluid ingress on the flex cable. During internal inspection, the returned keypad was observed with a broken trace and signs of fluid ingress near where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for the investigation.

Event description:
It was reported that point of care unit (pcu) front case with keypad needed to be replaced due to error code 1106021. There was no patient involvement.